Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The root cause of this event cannot be conclusively determined with the available information. However, the event, in this case, was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 2800tfx aortic valve has been placed under evaluation for a valve-in-valve after an implant duration of nine (9) years, seven (7) months due to pvl.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, and h6 (component codes, health effect-impact code, health effect-clinical code, type of investigation, and investigation conclusion).

Event description:
It was reported that a patient with a 23mm 2800tfx aortic valve underwent a valve-in-valve after an implant duration of nine (9) years, seven (7) months due to mild to moderate pvl. The patient presented with worsening exertional dyspnea. The tavr was performed with a 26mm 9750tfx. The patient was transferred to the cvr unit in stable condition. On pod #3, the patient was discharged home in stable condition.